Event description:
Pt received total hip in 1999. Ten days following surgery x-rays were taken. The ceramic femoral head fractured on 5/29/99 and pt was revised in 1999. The acetabular shell was not revised. Pt is a physician and is 5'11" tall.